Manufacturer narrative:
The event occurred in portugal. It was reported that the hl20 monitor turned off and the arterial pump stopped during patient treatment. The user switched to emergency / manual mode and subsequently used another external module to complete the intervention without causing harm to the patient. A getinge field service technician (fst) was sent for investigation and repair. The system control panel found to be replaced. Ssu has send a quotation for repair, which was not confirmed yet by the customer. The affected part was not made available for further investigation at the manufacturer. However, a similar case was already investigated by the getinge life cycle engineering (lce). The most probable root cause is an increased contact resistance due to corrosion. It is possible that the supply voltage of the scp was reduced below tolerance due to increased contact resistance of the cable. Due to the age of the device and the part system control panel (more than 11 years old) age related aspects can be considered as well. The device in question was manufactured in 2013-06-29. The review of the non-conformities during the period of 2013-06-29 to 2025-01-20 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure monitor turned off and pump stopped due to voltage issues could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The getinge field service technician (fst) will be sent for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in portugal during patient treatment. It was reported that the hl20 monitor turned off and the arterial pump stopped. The user switched to emergency - manual mode and subsequently used another external module to complete the intervention without causing harm to the patient. Due to an unintentional pump stop and medical intervention, a report is required. Complaint ID: (B)(4).